Event description:
It was reported that during preparation of the 7 x 5cm rx stent, the stent appeared to be the wrong length. It was noted that the package label indicated a 5 cm stent, however, the stent "was much longer that 5cm". The device was not used, and the procedure was completed with another of the same device. The patient's status is reported as "ok".